Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up/down/ok/contrast keypad buttons intermittently responded to user inputs and required excessive force to activate during testing, it was observed that the contrast key contact was inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok and down arrow keypad buttons are intermittently unresponsive when pressed. The rptr denied that the keypad is peeling or otherwise damaged. There was no adverse event associated with this complaint.